Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was taken to the hospital (B)(6) after insulin leaked from a pod that had been worn for more than 72 hours on the abdomen. The patient experienced vomiting, a blood glucose level above 27.7 mmol/l (499 mg/dl), and ketones in the blood. Medical treatment was provided, including bypass surgery and adjustment of device settings. A new pod and updated settings were supplied for home use. The patient was hospitalized for three days. The pod was discarded. The exact date of occurrence is unknown.